Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Follow-up #2 date of submission 03/27/2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. The pump powered on with audio tones functioning per specification. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up #2 date of submission 03/27/2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. The pump powered on with audio tones functioning per specification. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up #1 date of submission 02/23/2015-correction: the reporter contacted animas alleging an intermittent vibration issue. There was no allegation or indication of an intermittent sound issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.